Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited noise and low lead impedance. The noise was able to be reproduced with isometrics. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).